Manufacturer narrative:
Patient information - unknown. Other serious (important medical events) - retained foreign object due to the broken tip of the inserter being left under the tightened rod component implanted in the patient. Initial reporter occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the reform mis CT pedicle screw system. When tightening down on one of the lock screws for the second rod inserted, the tip of the rod inserter assembly reform mis (39-rd-9010) broke. The doctor continued tightening down on the rod leaving the broken inserter tip locked under the rod. There was no delay to the procedure.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the reform mis CT pedicle screw system. When tightening down on one of the lock screws for the second rod inserted, the tip of the rod inserter assembly reform mis (39-rd-9010) broke. The doctor continued tightening down on the rod leaving the broken inserter tip locked under the rod. There was no delay to the procedure. 6. Relevant tests/laboratory data, including

Manufacturer narrative:
H3 device evaluation - the rod inserter was returned with the tip broken off and not included with the part. The cause for the breakage cannot be ascertained from the complaint but based upon prior functional assessments medial-lateral loading conditions are suspected as the likely cause. Review of device history records found thirty-three (B)(4) of lot 18513fr were released for distribution on 5/21/2021 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are being recommended. Tip design modifications have been incorporated to improve resistance to breakage. The reported lot was manufactured prior to these design modifications.